Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the initial power connect test failed with the first attempt. The unit did not respond with a second attempt. The onboard power supply pcb was by-passed with a known good power supply. The initial power connect test was attempted again, this time successfully. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb was defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 22 jul 2008 and will be replaced.

Event description:
The event is reported as: the unit will not power on prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 10/14/2008. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit will not power on prior to use. There was no patient involvement reported.